Manufacturer narrative:
Analysis is normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pocket revision was performed due to patient¿s complaint of pocket pain. The device electively explanted and replaced, as it was within 2 years of eri. Patient¿s condition was stable.